Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user started ilet and experienced recurrent hypoglycemia shortly after a dinner announcement, remained low for about seven hours with nadir in the 40s, and discontinued the pump the same day; the user treated with oral carbohydrates including juice, sweets, and food, restarted long-acting insulin per clinician advice, and planned additional training before resuming therapy. Symptoms included weakness, shakiness, and mild dizziness. Outcomes included transient hypoglycemia without hospitalization, professional intervention, or ketone testing. Investigation included user follow-up, troubleshooting, and education with the clinical team regarding meal announcement timing and potential delayed digestion. Investigation of this case revealed no device alerts or alarms and no device malfunction identified, with the event considered related to therapy use and user-specific factors such as prior dosing and gastric emptying variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.